Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Number 6947 implantable tachy lead, (B)(6) 2010. (B)(4).

Event description:
It was reported that the right atrial lead showed far field r-wave (ffrw) oversensing. Programming changes were recommended. No patient complications have been reported as a result of this event.